Event description:
It was reported that the nara mattress was expanded due to the high altitude. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.